Event description:
The customer reported having fluctuating blood glucose levels. The customer stated that in the morning the blood glucose was 20 mg/dl, which was treated with a beverage. Later in the day, the blood glucose increased to 76 mg/dl, then to 110 mg/dl. The customer's blood glucose rose to 473 mg/dl the same day. The customer decline troubleshooting. No specific blood glucose given for the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.